Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were returned for evaluation. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the infusion pharmacy compounded a dose of paclitaxel using the infusomat low adsorption set and added the filtered extension set. The treating nurse attached the bag to the patient and drug started to leak at the point of connection of the tubing and extension set. Pharmacy staff examined the connections and they were tight."